Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), intra-abdominal haemorrhage ("intra-abdominal bleeding") and post procedural haematoma ("abdominal blood clotting/ clotting") in a (B)(6) year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included general anesthesia, blood pressure decreased (to decreased 62/30) since (B)(6) 2012, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaid's and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, 11 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/ pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), post procedural haematoma (seriousness criterion medically significant), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy), surgery (she underwent a total vaginal hysterectomy), surgery (laparoscopy), surgery (cystectomy) and surgery (laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, post procedural haematoma, vaginal haemorrhage, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, procedural hypotension, anaemia, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Diagnostic results: hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6 (decreased from 12.5 on (B)(6) 2012). On (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign. Endometrium: proliferative pattern. Myometrium: no significant pathologic alteration serosa: no significant pathologic alteration. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcoma. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Symmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new, mfi, (B)(6) 2012). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: plaintiff fact sheet received. New events depression and mental anguish were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), intra-abdominal haemorrhage ("intra-abdominal bleeding") and post procedural haematoma ("abdominal blood clotting/ clotting") in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included general anesthesia, blood pressure decreased (to decreased 62/30) since (B)(6) 2012, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), post procedural haematoma (seriousness criterion medically significant), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy),surgery (laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, post procedural haematoma, vaginal haemorrhage, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, procedural hypotension and anaemia outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Diagnostic results: hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6) 2012) on (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign.endometrium: proliferative pattern. Myometrium: no significant pathologic alteration. Serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Symmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi, (B)(6) 2012). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6)2012). On (B)(6)2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign. Endometrium: proliferative pattern. Myometrium: no significant pathologic alteration. Serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Symmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi, (B)(6)2012). Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6) 2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6)2012. At the time of the report, the menorrhagia, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Plaintiff received treatment for pain, bleeding. Discrepancy: previously reported essure removed now it is reported if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- outcome of pelvic pain, dysmenorrhea, menorrhagia, genital haemorrhage , intra-abdominal bleeding, vaginal haemorrhage updated to recovered / resolved. On 9-jan-2020: no new clinical information added. On 28-may-2020: pfs received. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), post procedural haematoma ("abdominal blood clotting/ clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") and intra-abdominal haemorrhage ("intra-abdominal bleeding") in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included general anesthesia, blood pressure decreased (to decreased 62/30) since (B)(6) 2012, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"). On an unknown date, the patient experienced post procedural haematoma (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy), surgery (she underwent a total vaginal hysterectomy), surgery (laparoscopy) and surgery (laparoscopy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, post procedural haematoma, vaginal haemorrhage, genital haemorrhage, intra-abdominal haemorrhage, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, procedural hypotension and anaemia outcome was unknown and the pelvic pain was resolving. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Diagnostic results: hemoglobin noted to drop from 12.5 to 8.6, hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6) 2012) on (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign. Endometrium: proliferative pattern. Myometrium: no significant pathologic alteration. Serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Ymmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi, (B)(6) 2012). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and mr received. Outcome of the event pain was updated to recovering. There was a decrease of pain shortly after removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. * hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6) 2012) on (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign. Endometrium: proliferative pattern. Myometrium: no significant pathologic alteration. Serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Symmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi,(B)(6) 2012). Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6) 2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Plaintiff received treatment for pain, bleeding. Discrepancy: previously reported essure removed now it is reported if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- outcome of pelvic pain, dysmenorrhea, menorrhagia, genital haemorrhage , intra-abdominal bleeding, vaginal haemorrhage updated to recovered / resolved. On 9-jan-2020: no new clinical information added. On 28-may-2020: pfs received. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. * hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6) 2012) on (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign.endometrium: proliferative pattern. Myometrium: no significant pathologic alteration.serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst.gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm.the uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Ymmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi,(B)(6) 2012). Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6) 2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the menorrhagia, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Plaintiff received treatment for pain, bleeding. Discrepancy: previously reported essure removed now it is reported if you have not had your essure removed, are you currently planning for essure removal? No concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6) 2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intra-abdominal haemorrhage, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Plaintiff received treatment for pain, bleeding. Discrepancy: previously reported essure removed now it is reported if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6) 2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6) 2012. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, intra-abdominal haemorrhage, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Plaintiff received treatment for pain, bleeding. Discrepancy: previously reported essure removed now it is reported if you have not had your essure removed, are you currently planning for essure removal? No. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2021: no new significant information received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and dysmenorrhoea ('dysmenorrhea/ dysmenorrhea (cramping)') in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included gravida ii, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. * hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6)2012) on (B)(6)2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign. Endometrium: proliferative pattern. Myometrium: no significant pathologic alteration. Serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst. Gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm. The uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Symmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi,(B)(6)2012). Previously administered products included for an unreported indication: implanon. Concurrent conditions included blood pressure decreased (to decreased 62/30) since (B)(6)2012, general anesthesia, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine, nsaids and paracetamol (acetaminophen). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), pelvic pain ("severe abnormal pelvic pain/pain/pelvic area pain"), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst/other injury or complications: right ovarian cyst"), 11 months 23 days after insertion of essure. On an unknown date, the patient experienced intra-abdominal haemorrhage ("intra-abdominal bleeding"), post procedural haematoma ("abdominal blood clotting/ clotting"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), post procedural hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy and cystectomy). Essure was removed on (B)(6)2012. At the time of the report, the menorrhagia, dysmenorrhoea, intra-abdominal haemorrhage, genital haemorrhage, vaginal haemorrhage and pelvic pain had resolved and the post procedural haematoma, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, post procedural hypotension, anaemia, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, post procedural hypotension, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- outcome of pelvic pain, dysmenorrhea, menorrhagia, genital haemorrhage , intra-abdominal bleeding, vaginal haemorrhage updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea.") And genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/ intervention required), dysmenorrhoea (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe abnormal pelvic pain"), uterine cyst ("fibroid cysts") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (she underwent a total vaginal hysterectomy) . Essure was withdrawn. At the time of the report, the menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, uterine cyst and procedural pain outcome was unknown. The reporter considered menorrhagia, dysmenorrhoea, genital haemorrhage, pelvic pain, uterine cyst and procedural pain to be related to essure company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menorrhagia, dysmenorrhoea and excessive bleeding. A total vaginal hysterectomy was performed. All events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion, abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and pain during menstruation may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), post procedural haematoma ("abdominal blood clotting/ clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding/ abnormal bleeding (general)") and intra-abdominal haemorrhage ("intra-abdominal bleeding") in a 29-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included vaginal delivery, uterine prolapse, migraine, tonsillectomy, gravida ii and parity 2. Previously administered products included for an unreported indication: implanon. Concurrent conditions included general anesthesia, blood pressure decreased (to decreased 62/30) since (B)(6) 2012, delayed period, heavy periods, bleeding genital, ovarian cyst, cystoscopy, ovarian cystectomy, hypotension (to 70 /30,), anxiety, hyperventilation, intra-abdominal bleeding and anemia. Concomitant products included ephedrine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 11 months 23 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), uterine prolapse ("uterine prolapse") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced post procedural haematoma (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), pelvic pain ("severe abnormal pelvic pain"), uterine cyst ("fibroid cysts"), procedural pain ("painful post-operative recovery"), hypotension ("postoperative hypotension") and anaemia ("acute anemia"). The patient was treated with surgery (she underwent a total vaginal hysterectomy) and surgery (laparoscopy). Essure was removed on 17-aug-2012. At the time of the report, the menorrhagia, dysmenorrhoea, post procedural haematoma, vaginal haemorrhage, genital haemorrhage, intra-abdominal haemorrhage, pelvic pain, uterine cyst, procedural pain, uterine prolapse, ovarian cyst, hypotension and anaemia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, hypotension, intra-abdominal haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural haematoma, procedural pain, uterine cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: the device was deployed properly and upon withdrawal of the deployment device, at least 2 coils were visible. The right side was then addressed and the same procedure was carried out with 2-3 coils visualized at the end of the procedure. Diagnostic results: hemoglobin noted to drop from 12.5 to 8.6,hypotension to 70 /30,bp come upto 108/60-70, hr 100,cbc ordered and hemoglobin 8.6(decreased from 12.5 on (B)(6)2012) on (B)(6) 2012, pathology report of uterus, hysterectomy showed, cervix: acute and chronic papillary endocervicitis; benign.endometrium: proliferative pattern. Myometrium: no significant pathologic alteration.serosa: no significant pathologic alteration. 2. Right ovarian cyst wall, ovarian cystectomy:benign corpus luteum cyst.gross description: the specimen is, uterus. Received in formalin is a 100 gm hysterectomy specimen. It measures 9.5 x 5.7 x 4.7 cm. The exo-cervix was 3.5 cm in diameter. The os is closed with suture material the os was slit like and 1.5 cm.the uterine body is symmetrical and covered by a smooth glistening sarcosa. The myometrial wall was 1.6 cm in thickness. The myometrium is without nodules. The endometrial cavity was of moderate size. Ymmetrical and covered by a 0.3 cm edematous red-tan endometrium without polyps. The endocervical canal was patent. A, serosa, 2/1, b-c endo-myometrium, 3/2; d-e, cervix, 4/2. The specimen is right ovarian cyst wall. Received in formalin are two portions of graytan, faintly yellow membranous tissue with cyst wall. One is up to 4.5 cm and the other 3.3 cm. 4/1 new,mfi,(B)(6)2012). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. New events added: abnormal bleeding (vaginal), uterine prolapse, abdominal blood clotting/ clotting, intra-abdominal bleeding, right ovarian cyst, did you undergo an essure confirmation test? No, postoperative hypotension and acute anemia. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented, menorrhagia, dysmenorrhoea and excessive bleeding. A total vaginal hysterectomy was performed. All events are serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. Also pelvic, abdominal and pain during menstruation may occur. In this particular case, the events occurred after insertion. Considering the events' nature and the compatible temporal relationship causality cannot be excluded. This case was regarded as incident, since a surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.